Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer observed non-intuitive motion on two vessel sealer extend (vse) instruments. No errors were identified in the logs. The customer stated the issue was on multiple arms. The customer had no issues with other instruments. The technical support engineer (tse) advised the customer to return the instruments, restart, and the issue may be with master tool manipulator (mtm). The customer stated this was an ongoing intermittent issue. The user completed the procedure, and no known impact or patient consequence was reported.